Event description:
I was out of my normal contact lens overnight soaking agent, but had a bottle of the clear care contact solution. I was going to a class out of town. My contacts soaked overnight in the solution. I assumed it was the same as my regular kind, so I put a contact in my right eye. Excruciating pain and burning. I ran cold water into my eye and that helped, so I left the contact in. Then I put the left one in. It was even more painful. I ran water over my eye until it felt better, but I had to get to class, so I left the contacts in. By the end of the day, my eyes were very sore. I took the contacts off that night and ran more cold water into my eyes. They were still burning and I could hardly keep them open. They were tearing constantly. I went to bed so they could rest. I woke up to swollen eyelids and more tearing. The whites of my eyes are red. I finally read the label on the bottle. It is the weekend, I am out of town by myself and face a six hour drive home. I'm praying that I don't have permanent damage. I'm going to the doctor tomorrow.(B)(6), phone: (B)(6), email: (B)(6). Submission ID: (B)(4).